Event description:
This device is at eri indication with unexpected battery behavior. The device currently remains implanted. No adverse patient events have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.